Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve operates within the accepted tolerance in the horizontal but not in the vertical position. An accelerated outflow of gav 2.0 could be determined. Internal inspection: after dismantling of the valve, deposits were found. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on our investigation results, we can determine an accelerated outflow in the valve. The determined deposits can be named as the cause for the functional deviation. Organic material in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a gav 2.0 (#fx212t) was implanted during a procedure performed on 09/09/2025. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.